Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was replaced two weeks ago because it stopped working in the middle of the night. The customer's current insulin pump alarmed seven minutes before it completely shut off. The insulin pump needed a battery change. Customer's blood glucose level was 15.0 mmol/l. The customer had an ulcer on their foot. The insulin pump completely shut down because of the cold when they went hunting. The customer did not hear the low battery warning, the warning to replace the battery, and the power loss. The self-test passed. The device was not returned.